Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative contacted boston scientific technical services on august 7, 2019. The sales representative was informed by the clinic that several alerts from the latitude patient monitoring system were reported on (B)(6) 2019 for out-of-range right atrial (ra) and right ventricular (rv) pacing impedance that occurred on (B)(6) 2019. The clinic asked why the alerts were transmitted on (B)(6) 2019. A review of trending information showed that both non-boston scientific ra and rv leads went from normal to greater than 2500 ohms. The out-of-range pacing impedances were associated with electrogram noise on the presenting electrogram and all episodes for both intracardiac channels. The technical service consultant explained that the transmission may not have occurred because the patient may have not been near the latitude communicator. Boston scientific received information that this patient had died on (B)(6) 2019. There have been no reported allegations against the boston scientific device. The boston scientific sales representative was contacted who spoke with the physician. From the physician's perspective, there were no allegations against the boston scientific device or non-boston scientific leads. The device will not be returned to boston scientific.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative contacted boston scientific technical services on (B)(4) 2019. The sales representative was informed by the clinic that several alerts from the latitude patient monitoring system were reported on (B)(6) 2019 for out-of-range right atrial (ra) and right ventricular (rv) pacing impedance that occurred on (B)(6) 2019. The clinic asked why the alerts were transmitted on (B)(6) 2019. A review of trending information showed that both non-boston scientific ra and rv leads went from normal to greater than 2500 ohms. The out-of-range pacing impedances were associated with electrogram noise on the presenting electrogram and all episodes for both intracardiac channels. The technical service consultant explained that the transmission may not have occurred because the patient may have not been near the latitude communicator. Boston scientific received information that this patient had died on (B)(6) 2019. There have been no reported allegations against the boston scientific device.